Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit has a leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a leak. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) did not find any errors that would indicate that there was a leak in the error logs. The fse also states, bmet did not notice any change in the helium gauge during the two days the unit was at the shop. The fse performed a leak test and the unit passed. No internal leaks or helium tank leaks were found. Performed a complete system checkout and the unit passed all testing and was cleared for clinical use.